Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), pelvic pain ("pain") and abdominal pain lower ("pain lower abdominal pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with ibuprofen and surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, migraine, fatigue, alopecia and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, fatigue, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: she will have surgery to remove the essure in near future. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: aintiff fact sheet received: reporters details added. Event added as headaches, pain, hair loss. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.